Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. The proper technique and procedure to follow for implantation of segmental implants is in the zimmer segmental system surgical technique. The root cause of the reported issue is attributed to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00585004202 - distal femoral xt component size b right use with polyethylene insert xt size b use with xt only for cemented use only in the u.s.a. - 65602044. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Medical products - distal femoral xt component, size b, lef -unknown unknown - unknown tibial component - unknown. Ibial component - unknown. Foreign country : switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure where they had the femoral and tibial component implanted, however, one week later it was discovered that the poly was not implanted. The surgeon decided not to perform a revision surgery as the patient is not in an active condition. Attempts have been made and no further information has been provided.